Event description:
As reported, during a robotic ventral hernia repair on (B)(6) 2024, while the ventralight st mesh w/ echo ps inflation tube was being pulled up through the skin incision the inflation tube broke, and the yellow anchor detached. It was reported that the piece of tubing with the yellow anchor were found stuck in between the skin. The piece of tubing and anchor were retrieved. The procedure was completed using the same mesh and there was no patient injury.

Manufacturer narrative:
The inflation tube was returned in two pieces along with the detached yellow anchor. Review of the tubing and the anchor shows evidence that the tubing to anchor weld had been completed. The break in the inflation tube is visibly jagged consistent with the material tearing while being pulled through the incision. Based on the inflation tube condition the most probable root cause is the inflation tube met resistance in the subcutaneous fat while being pulled through the incision. Forces applied pulling the inflation tube through resulted in the tube break and anchor detachment. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic ventral hernia repair on (B)(6) 2024, while the ventralight st mesh w/ echo ps inflation tube was being pulled up through the skin incision the inflation tube broke, and the yellow anchor detached. It was reported that the piece of tubing with the yellow anchor were found stuck in between the skin. The piece of tubing and anchor were retrieved. The procedure was completed using the same mesh and there was no patient injury.

Manufacturer narrative:
The inflation tube was returned in two pieces along with the detached yellow anchor. Review of the tubing and the anchor shows evidence that the tubing to anchor weld had been completed. The break in the inflation tube is visibly jagged consistent with the material tearing while being pulled through the incision. Based on the inflation tube condition the most probable root cause is the inflation tube met resistance in the subcutaneous fat while being pulled through the incision. Forces applied pulling the inflation tube through resulted in the tube break and anchor detachment. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2024. Addendum: h11: this supplemental MDR is submitted to document the information provided through medsun report. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.